Manufacturer narrative:
(B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the outer insulation was abraded at 51.3 cm to 51.5 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.